Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2016 that on (B)(6) 2013, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient reported she woke up one night with emergency medical services (ems) in her bedroom. Ems blood glucose (bg) readings were "really low" compared to patient's readings. Patient alleges that the cgm is not "religious reliable." No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.